Event description:
It was reported subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock. Further device data review was requested of technical services (ts). An x-ray was completed. This electrode was then explanted and replaced. No additional adverse patient effects were reported.